Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp continu-flo solution set disconnected from the upper y-site. The event occurred while flushing the oxaliplatin infusion line with dextrose. When the registered nurse was adjusting the dextrose bag on the IV pole, the infusion line separated at the upper y-site. This led to the solution leaking on the patient. The infusion was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: : the actual device was received for evaluation. A visual inspection of the sample showed a detachment of the tube from the luer activated valve. The reported condition was verified. The cause of the condition could not be determined; however, may be related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.